Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, a facility representative reported via (B)(4) that the ar-8850 c-line soft tissue release instrument blade mechanism would not retract after initial deployment. No patient was harmed, and there was no procedural delay.